Manufacturer narrative:
The field service engineer determined that tubing had fallen from the deflection rollers. The tubing was fixed and precision studies were performed. No further issues occurred. The investigation determined the service actions resolved the issue. This event occurred in (B)(4). Medwatch field (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. An incorrect result from the sample was reported outside of the laboratory. The sample initially resulted with a troponin t value of (B)(6). The sample was repeated, resulting with a value of (B)(6) accompanied by a data flag. The troponin t reagent lot number was 419254. The reagent expiration date was requested, but not provided.